Event description:
I started to use renu in 08/05. I then started to get a slight redness in my eye, then a slightly sore eye. Then my eye started to tear all of the time. Then my eye got very red and sore. Event did not abate after use stopped.